Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 302084, expiration date 03/31/2011). Reference medwatch report with (B) (4) for the suspect device used in system 1.

Event description:
Customer reportedly received results of 207 mg/dl and 106 mg/dl on aviva system 1 and 94 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported that she experienced consistently high bgs (271-greater than 500mg/dl) over a nine hour period despite having administered multiple boluses. Both a kink and the presence of blood were seen in the cannula, though no alarm was initiated by pod. The device will be returned for evaluation.